Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that while the physician was removing a rock from the patient's left ear, the tip of the device broke off. The physician flushed the patient's ear with antibiotic drops during irrigation and used a gentle suction. The intended procedure was successfully completed without injury to the patient.